Manufacturer narrative:
Concomitant products: tgu262610/13716455. (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, bleeding, hematoma, or coagulopathy, embolization (micro and macro) with transient or permanent ischemia, endoprosthesis: infection.

Event description:
On (B)(6) 2016, this patient underwent endovascualar treatment for an abdominal aortic aneurysm (aaa) measuring 56mm and was implanted with a gore® excluder® aaa aortic extender endoprosthesis and a conformable gore® tag® thoracic endoprosthesis just distal to the left renal artery. The patient tolerated the procedure with no reported endoleak or complications, and was discharged on (B)(6) 2016 on (B)(6) 2016, the patient developed an infection of the right groin incision site and underwent surgical washout, evacuation and debridement of a right groin hematoma with placement of a drain. The patient tolerated the procedure and the infection was reported to have resolved upon the patient¿s discharge in stable condition on (B)(6) 2016. There were no reported access site issues with any device or sheath used during the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: the patient had the following medications during the (B)(6) 2016 admission: tylenol, aspirin, azactam, pradaxa, cardizem cd, fluticasone, zofran, florastor, sertraline, furosemide, spironolactone, vancomycin 1 g ivpb given in ER, flagyl

Event description:
The cause of the infection was reported to be the hematoma, the infection the patient developed at the time of admission on (B)(6) 2016.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2953161-2016-00091 is hereby retracted.